Event description:
Customer complaint. The walker had lost the left rear wheel. No injury was reported.

Manufacturer narrative:
The left rear wheel had come off during handling of the walker. No user was involved. The circlip that prevents the wheel from coming off was loose, but undamaged behind the wheel cap. The wheel axles of the walker were according to specification. Etac ref. No. (B)(4).